Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high results for elecsys hcg + beta test system, hiv combi, elecsys c-peptide, and thyroglobulin (tg). The customer tried to calibrate the reagents, but they failed with "dup error." The customer was instructed to perform liquid flow cleanings, calibrations, and qc which were all successful. The field service representative ran performance testing which failed. He adjusted the photomultiplier tube and then testing was acceptable. The samples were repeated on another cobas e602 analyzer and then some of the samples were repeated on the original analyzer. Only data for 88 patient samples tested for hcg + beta were provided. Of this data, only the results for 66 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported out of laboratory. There was no adverse event. The reagent lot number was 131960. The expiration date was requested but was not provided. As results from both measuring cells of the analyzer were affected, the customer suspected contamination.

Manufacturer narrative:
A specific root cause could not be determined. Contamination of the measuring cell was suspected to have caused carryover and the discrepant results. The origin of the contamination is typically in the sample material, such as microclots or anti-coagulation treatment. The issue appeared to have been resolved by cleanings performed by the customer and no further issues were reported.